Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly.

Event description:
It was reported that the patient's blood glucose levels rose to 20 mmol/l (360 mg/dl) while wearing the pod between 24 and 36 hours. The patient noticed the pod was leaking, and when he removed it from the insertion site (arm), the patient reported that the pink slide did not move forward, which indicates a needle mechanism failure. As treatment, a new pod was placed.